Manufacturer narrative:
"Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure as an electronic issue with the ise (ion selective electrode) data board and electrode cables. Replacement of the ise data board and electrode cables resolved the issue. (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their au680 chemistry analyzer. The number of patients affected is unknown. The samples were from patients in the ER (emergency room) and existing patients. The results were reported out of the laboratory. There was a change to patient treatment as the customer stated that some of the patients were admitted to the hospital. The customer did not provide any further details on the patient or the treatment, if provided. The customer was unwilling to provide data. Quality control (qc) results were within laboratory¿s established range prior to the event.